Manufacturer narrative:
(B)(4). Software investigation completed. System software log analysis found the logs did not contain anything that specifically indicated why the system unexpectedly exited. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative received a report from a site on (B)(4) 2015, that while in a cranial procedure on (B)(6) 2015, the site staff selected the query retrieve (q/r) button in cranial and the software unexpectedly exited to the logo screen. After a few seconds, the navigation system re-booted itself and returned to the launch screen. The surgeon continued, and completed the procedure with the use of the navigation system. There was no impact on patient outcome. Noted was that the navigation system functioned normally in subsequent surgeries performed on the same afternoon, (B)(6) 2015, and the following day, (B)(6) 2015.